Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device and right ventricular lead experienced a shock. A review of the arrhythmia logbook revealed multiple episodes of noise on all channels. Further investigation revealed the noise causing oversensing had occurred during a surgical procedure with electrocautery use. A magnet had been applied to inhibit tachy therapy during the procedure. A review of the information could not determine whether there was asystole greater than two seconds. No programming changes were performed. No adverse patient effects were reported.